Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K980704. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the thread is damaged/broken. The reporter indicated that 4 consecutive knots had loosened during an intraoperative suture. Additional information has been requested. There was no report of patient harm.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received (B)(4) closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. Knot security control has been conducted with the samples received and the results are into the current range for this thread and size. Coating content has also been analyzed and normal results have been obtained. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.